Manufacturer narrative:
This report is for unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). This report is for unknown plate. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: tan, h. Et al (2012), clinical results of treatment using a clavicular hook plate versus a t-plate in neer type ii distal clavicle fractures, orthopedics, vol. 35 no. 8, pages e1191-1197 (china). The purpose of this retrospective study is to retrospectively review the clinical outcomes of these 2 techniques. Between 2007 and 2009, a total of 42 patients underwent plate fixation. These patients were divided into 2 groups. The hook plate group comprised 23 patients (15 male and 8 female) with a mean age of 41.78±11.10 years (range, 21-65 years) were treated with unknown synthes ao clavicular hook plate, and the t-plate group comprised 19 patients (13 male and 6 female) with a mean age of 40.47±9.61 years (range, 22-61 years) were treated with unknown synthes ao distal radius volar locking t-plate. All patients had clinical follow-up and radiographs at 4, 8, and 12 weeks, 6 months, 1 year and then annually thereafter. Average follow-up was 22.09±9.30 months (range, 12-48 months) for hook plate group and average follow-up was 22.42±10.14 months (range, 12-48 months) for t-plate group. The following complications were reported as follow under hook plate group: 12 patients had mild pain. 4 patients had moderate pain. 1 patient had severe pain. 15 patients with bony union underwent plate removal because of shoulder pain at a mean of 10 months (range, 3-14 months and were followed for 6 months. 1 patient had superficial infection 10 days postoperatively but was cured with 1 week of treatment with oral antibiotics and local dressing changes at the incision site. Pain score of 8.09±1.38 (range, 6-10). The following complications were reported as follow under t-plate group: 3 patients had mild pain when undertaking strenuous activities with no effect on sleep. Pain score of 9.68±0.75 (range, 8-10). This report is for an unknown ao hook plate. This is report 1 of 1 for (B)(4).